Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication of damage to the pump. There was reportedly no visible yellow o-ring and the battery cap secured to the pump per instructions for use. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: reboots were observed in the black box. No damage was found to the battery cap or battery compartment. The battery cap contact height and width were within specification. The battery cap was able to tightly secure to the pump. During testing the pump was able to power on; however, the display remained blank. The remaining steps were unable to be completed due to the blank display issue. The pump was opened; the display screen was found to be cracked. A test display screen was used to complete testing.